Event description:
A malfunction was reported on the pump by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." To address the high blood glucose level, the customer performed a correction bolus via the pump and did not require third-party assistance. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump without the malfunction recurring. The customer understood the instructions and agreed to call back if any issues reoccur.